Event description:
A malfunction was reported on the pump, though no notable events occurred prior. Customer¿s blood glucose (bg) level was 165 mg/dl. The customer reverted to an alternate method of insulin therapy.